Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during docking for a laparoscopic sigmoid colon resection with robot support, with a patient under anesthesia, the monopolar curved shears was attached (to a sterile interface module (sim)) but not recognized. No error messages were displayedat the time. The monopolar curved shears was replaced with another product to resolve the issue, and was able to be recognized when attached to the same sim. There was no reported patient injury.

Event description:
It was reported that during docking for a laparoscopic sigmoid colon resection with robot support, with a patient under anesthesia, the monopolar curved shears was attached (to a sterile interface module (sim)) but not recognized. No error messages were displayedat the time. The monopolar curved shears was replaced with another product to resolve the issue, and was able to be recognized when attached to the same sim. There was no reported patient injury.

Manufacturer narrative:
Additional information: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.